Event description:
Implantation on 6/23/95, due to open burst fracture of l4-l5-s1-s2 bilateral, with neurologic lesion. On 4/25/96, 10 months post-operatively, discovery of breakage of one rod, (x-rays). On 5/25/96 revision surgery to remove broken rod.